Manufacturer narrative:
G4: 30jul2020. B4: 31jul2020. The device was evaluated by a philips service technician who confirmed misalignment in the touch position. The service technician replaced the touchscreen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24sep2020. B4: 28sep2020. The defective touchscreen was returned for failure analysis and tests were completed. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician assembled the returned touchscreen into the fi user interface assembly to verify and test its functionality and will be allowed to run for an extended period to verify continuous operation. The fi technician verified customer complaint of touchscreen out of specification. However, immediately after, touch buttons do not respond correctly. Noted resistance measurements are within tolerance, however multiple readings are close to the upper limit which may contribute to unresponsive region in top left corner of screen. The reported issue was confirmed, and there was fault found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported that the unit's touchscreen was partially unresponsive. There was no patient involvement.